Manufacturer narrative:
Qc was within specifications before the event. Customer unloaded the tsh reagent pack that had produced the low results and noted that the pmp-well 0 was empty. The test count indicated that there were 33 tests left, so the well should not have been empty. The customer noted a crack on the side of the pmp well and the reagent leaked out. A field service engineer (fse) was dispatched to the customer's lab: the fse reviewed the reagent inventories and verified that no pack sharing has occurred in this event. No hardware verification was performed since the analyzer performance was not in question at this time. Upon request, customer sent the tsh reagent pack to beckman coulter inc., (bci) for investigation. Based on bci reagent manufacturing evaluation: "cracks on reagent packs, although extremely rare and very hard to predict have been known to occur." "A new process is being validated which have demonstrated a decrease in pack stresses during the cooling process, therefore decreasing the likelihood of stress fractures from forming at a later point in the process." Even though the tsh results are unlikely to be the basis to initiate or withhold treatment. On recur, it may have been a reagent pack for a pivotal assay, such as accu tni. A false low result on accu tni may delay treatment. Root cause was determined to be a defective tsh reagent pack.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low human thyroid-stimulating hormone (tsh) results that were generated by the unicel dxi 800 access immunoassay system. Customer tested four (4) patient samples for tsh and results were 0.00 uiu/ml for all 4 patients. The results were not reported out of the lab. The customer questioned the tsh results and tested the original samples on a different instrument in their lab. The tsh results obtained from the different instrument were "in normal reference range" for all 4 pts and were reported out of the lab. There have no reports of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.